Event description:
The event is reported as: the cuff of the et tube deflated during surgery. No pt injury reported. The pt is recovering from the surgery.

Manufacturer narrative:
Product was not received by MFR for eval at this time. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.